Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that about 200 minutes (3 - 1/2 hours) passed since the start of laparoscopic hysterectomy when the hinge broke while the user grasped a needle. He found the broken part, but was not sure if it was the only detached part. On (B)(6) 2011, the dealer reports to clarify complaint that the doctor noticed that the device would not work properly when he tried to seize the needle. He checked the device and found that the hinge part was broken. The broken part was found outside the pt's body, in the inside wall of the endoscopic port. The doctor performed and x-ray and confirmed no parts were left inside the body.